Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. The service engineer (se) inspected the device. The se replaced the video graphics array (vga) and the ventilator was returned to use.

Event description:
It was reported that the ventilators display was white out. No patient involvement. Event date not specified: estimate used